Event description:
Customer reported getting inaccurate erratic readings from their freestyle meter. Freestyle comparison readings of 75 and 94 mg/dl were reported by the customer in back to back tests. Testing was conducted on the thumb.